Event description:
Customer reported a cracked and shattered touchscreen on pump, rendering it unresponsive and illegible. There was no reported impact to the customer's blood glucose level, as they declined to provide specific information. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup insulin delivery method.